Event description:
It was reported that the zimmer air dermatome malfunctioned which resulted in a patient's artery to tear. Additional clinical follow up with the customer indicated that the surgeon was using the dermatome in the arm area and an artery was severed. Hospital representative did not know any other details regarding the event, any medical intervention required, or if surgical time was extended as a result of the reported issue.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.